Event description:
The customer reported less than 100 milliliters of clear fluid leaked onto the countertop and low diluent system error during an attempt to analyze patient samples involving the coulter lh 750 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) observed the green striped tubing had come off of the upper sheath restrictor coil. The fse replaced the tubing and resolved the fluid leak and low diluent system error. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the tubing is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).